Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed it was in cracked top case front lower left corner. Unable to duplicate the customer?s reported issue. The root cause of the reported issue was not determined. No issues were found with the primary speaker, interconnect board, main board and the connection. Actions taken to mitigate the reported issue: replaced speaker for preventive auxiliary control unit watchdog.

Event description:
It was reported that auxiliary control unit watchdog and primary audible alarm post events occurred. No patient injury reported.